Manufacturer narrative:
H6: annex a code corrected from a1601 (device alarm system) to 140802 (failure to infuse). Device evaluation: the device was returned for root cause analysis and the investigation findings concluded after a power up, visual inspection, functional testing, audio testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a primary audible alarm (paa) power on self-test (post) in the ehl. There was no problem found with the speaker during audio testing. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported paa was found. Per 1.6.5 software release notes, ¿this firmware release corrected the issue of pumps falsely identifying a paa system failure in most, but not all conditions. There may be instances when the alarm loudness is set to level 1 (quietest) that the pump alarms for paa system failure when there is no issue with the audible alarm. When infusing critical medications, the manufacturer recommends setting the alarm loudness level between level 2 and level 5 (loudest) to ensure paa system failure alarms do not occur.¿ service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a primary audible alarm bgnd test multiple times. The event occurred upon power-on. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.